Manufacturer narrative:
It was reported that the ventilator generated a technical alarm indicating a failure in the turbine module. The fault was isolated to the turbine, the affected turbine module, and the device logs have been sought but not received. The reported issue have been investigated before, both by us and by the manufacturer of the turbine inside the turbine module unit. Both investigations concluded that a defect turbine in the turbine module is causing the unit to generate the technical alarm. A defective turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #:(B)(4).